Event description:
It was reported that the simplex hardened too quickly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If it becomes available, the evaluation summary will be submitted in a supplemental report.